Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose reading of 401mg/dl and troubleshooting identified insulin leakage at the infusion set connector during fill tubing steps; a full supply change was recommended and completed, and the user subsequently reported glucose trending back into range with a current reading of 210 mg/dl. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and supply replacement. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed a leak at the connector associated with the teflon 23-inch inset infusion set. It was concluded that the event was due to a leaking connector, which resulted in underdelivery of insulin and hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.